Event description:
Failed penile implant. A pt had a penile implant, an ams [american medical system inc] three part inflatable penile prosthesis inserted at another hospital a number of years ago. Since the pt received cryotherapy for biochemical failure of external beam radiation therapy, the pt has had a nonfuncitoning penile implant. The pt [was] presented for explantation of a failed penile implant and implantation of a new penile implant.